Event description:
It was reported that the customer's insulin pump was alarming motor error during bolus. During troubleshooting, customer was asked to fill the cannula with five units of insulin. Device did not alarm. Informed customer that no delivery alarms also occur when the cannula is occluded. Customer change reservoir and infusion set but alarm persisted. Customer's blood glucose level was 112 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and alarmed during the prime test due to a loose and protruded drive support disk. The motor was tested outside of the device and passed the motor test. The occlusion and excessive no delivery alarm tests could not be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.